Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Technical services (ts) recommended defibrillation threshold (dft) testing. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 125 ohms. Technical services (ts) recommended defibrillation threshold (dft) testing. This lead remains in service. No adverse patient effects were reported. Additional information was received that the patient underwent an implantable cardioverter defibrillator (ICD) replacement due to normal battery depletion and programming changes were made to resolve the out of range shock impedance measurements. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.